Event description:
Additional information received indicated surgical intervention occurred wherein the leads were explanted and replaced to address the issue.

Manufacturer narrative:
Correction: section d8- was this device serviced by a third party?-"no" should have been selected in the previous report. Correction: section d10- concomitant medical products and therapy dates-"scs ipg (B)(6) 2020" should have been added in the previous report instead of "percutaneous lead (B)(6)2021" during processing of this complaint, attempts were made to obtain patient weight. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The reported inability to place the ipg in MRI mode was not confirmed. As received, the octrode lead had 4 broken wires in the lead body causing electrical opens in channels 1,2, 5 and 7. Per the event details it was reported only one lead showed high impedance and the patient was able to get bi-lateral coverage using the other lead. As analysis of lead a confirmed it was fractured, it was concluded the other lead (lead b) did not have any impedance issues at the time the system was interrogated. As such, the root cause of the broken wires in the lead body is consistent with lead being subjected to stress during the explant procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number 3006705815-2021-04916. It was reported that the patient was unable to set the ipg to MRI mode. A fluoroscopic imaging showed a suspected fracture on leads. Intervention is pending to address the issue.